Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.